Manufacturer narrative:
The device serial number was unable to be confirmed. (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop - e/c 1012. There was no patient involvement.